Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited unspecified issue. The rv lead was explanted and replaced. Patient status was not reported.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event was "lead revision". A complete lead was returned in one piece for analysis. Visual and x-ray examinations of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.